Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a return of pre-existing pain in the lower back and undesired stimulation in a non-target area. These symptoms were due to high impedance readings on several contacts of the lead. An attempt at reprogramming was unsuccessful. Therefore, the patient was hospitalized and underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.